Event description:
It was reported that the pump showed a cartridge change error. Blood glucose level was confirmed not to exceed 500 mg/dl, indicating no adverse impact. Additionally, an o-ring was on the pneumatic tap. Technical support instructed the customer to clean the pump's pneumatic tap area and remove the o-ring. The customer resumed insulin delivery. The customer was advised to monitor system performance and acknowledged the resolution.